Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, the implant depth was shallow and the valve was rec aptured. At that time, left bundle branch block (lbbb) was observed. Following the implant of the valve, the lbbb continued. Subsequently, a temporary pacemaker was inserted into the right common transvenous vein upon leaving the procedure. Additional information was received that a permanent pacemaker was implanted one week following the valve implant. Additional information was received to clarify that complete heart block (chb) occurred on the same day as the implant of the valve.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, the implant depth was shallow and the valve was recaptured. At that time, left bundle branch block (lbbb) was observed. Following the implant of the valve, the lbbb continued. Subsequently, a temporary pacemaker was inserted into the right common transvenous vein upon leaving the procedure. Additional information was received that a permanent pacemaker was implanted one week following the valve implant.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, the implant depth was shallow and the valve was recaptured. At that time, left bundle branch block (lbbb) was observed. Following the implant of the valve, the lbbb continued. Subsequently, a temporary pacemaker was inserted into the right common transvenous vein upon leaving the procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID l-evolutfx-2329 (lot: 0013021409); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant procedure, chb was observed instead of lbbb, and lbbb did not occur.